Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foggy image was due to liquid seepage inside the charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a foggy image. There was no patient involvement.